Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo and was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the helix of the implantable pacing lead would not retract when being tested prior to implant. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).